Event description:
Post investigation findings indicated silicone visible. One sample was provided to our quality team for investigation. Through visual inspection, excessive silicone was observed on the stopper, which was stringing off the roof of the barrel when inserted.

Manufacturer narrative:
B.3. The date manufacturer investigation closed has been used for this field. One sample was provided to our quality team for investigation. Through visual inspection, excessive silicone was observed on the stopper, which was stringing off the roof of the barrel when inserted. The conditions observed are non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4109678. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, excessive silicone was observed on the stopper, which was stringing off the roof of the barrel when inserted. The conditions observed are non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4109678. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.